Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. Customer was unable to complete the check at the time of report. Multiple attempts were made by tandem technical support to address the issue, however, no response was received. There was no reported adverse impact.